Event description:
A positive troponin ultra result was obtained on a pt sample, but was not reported to the physician. Because the original sample tube did not have enough sample for a retest, a second sample from the same pt was tested and the troponin ultra result was negative. A third sample was drawn at a later time and the troponin ultra results were also negative. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the discordant troponin ultra results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra result is unk. No further eval of the device is required.